Event description:
It was reported that the pump displayed error code 46510. There was no reported patient involvement.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "error code 46510" was duplicated. Error 46510 was displayed, and pump could not be turned on. The cause of the reported issue was not determined and was resolved by replacing the mainboard. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.